Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply failed to power on. Utilized power cable from another vh-3010, but generator would not power up. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is an OEM device. A lot history review is not applicable. The certificate of conformance was reviewed. The vendors confirm that the device serial conforms to all applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply failed to power on. Utilized power cable from another vh-3010, but generator would not power up. A replacement device was used to complete the procedure. The hospital did not report any patient effects.